Event description:
There has been no additional information received regarding the event.

Manufacturer narrative:
Investigation summary: no device was returned for a physical investigation. There was no specific device assigned to this complaint as the complaint was initiated due to a journal article. A review of the complaint history as well as a review of trends was conducted. A quality engineering risk assessment concluded no risk reduction is necessary.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a femoral snare approach to lead extraction of a pacemaker-dependent patient, a newly implanted right ventricular lead was dislocated by the manipulation of the lead extraction needle's eye femoral snare. The patient required a short period of chest compressions until right ventricular pacing was re-established. The patient recovered uneventfully and without any neurological sequelae. Additional information has been requested, but not yet received.